Event description:
It was reported that the external pulse generator (epg) was performing pacing at less then 80 ppm when programmed to 80 ppm. The patient was not pacemaker dependent, and no patient complications were reported as a result of this event.

Event description:
It was reported that the external pacing generator (epg) was performing pacing at less then 80 ppm when programmed to 80 ppm. The instrument was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis found the rate, output, and sensing out of specification. The high rate could not be controlled, and the device was intermittently unable to be turned off.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions.